Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, defib conductor distorted and cut and blood/body fluid (not obstructed), outer insulation cosmetic cut, exposed defib coil white substance, outer insulation white substance and cosmetic depression, lead stretched, apparent explant damage. Partial lead in segments returned and analyzed.

Event description:
Infection was reported for the lead. It was also reported of possible vegetation on the infected lead. The lead was removed. No further patient complications have been reported as a result of this event.